Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is alarming no delivery. The customer did a completed set change and it did not resolve the no delivery alarm. Troubleshooting was performed and the drive support cap was loose. The insulin pump got hot and shut off three days after a battery was inserted. The customer's blood sugar was 375 mg/dl. The insulin pump is returning.